Manufacturer narrative:
Visual inspection found that the instrument had fractured and broke approximately .160 from the distal tip. The irregularity occurred at the .098 flute relief area just before the transition into the instruments .219 major diameter. Additional inspection under magnification indicated the instrument appears to have possibly been exposed to lateral bending/fatigue stress which caused an angled tear in the material rather than a twisting motion that would be expected when used as intended. A review of the device history records revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released according to design specifications. No irregularities have been identified.

Event description:
While drilling the "pilot" hole using an illico cannulated drill, the tip of the head broke away from the shaft and into the patient. The surgeon was successful in removing the detached section. The event caused over a 30 minute delay in the case. The remainder of the surgery was completed without further issue.